Event description:
Boston scientific crm received information that during the routine changeout procedure, the proximal coil of this right ventricular defibrillation lead was damaged. The lead was surgically abandoned. There was not an allegation of malfunction against the lead. The replacement procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
As the lead was abandoned and will not be returned; the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.